Manufacturer narrative:
Device evaluated by MFR: promus element plus mr ous 2.50 x 24mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found stent damage. Proximal stent struts were bunched, overlapping and pushed in a distal direction. The crimped stent od(outer diameter) of the undamaged portion of the stent was measured and the result was within the maximum crimped stent profile measurement. The bumper tip of the device was examined and no issues were noted. The balloon body was reviewed and no issues were noted with the overall balloon. A visual and tactile examination of the hypotube found that there were multiple kinks along the full catheter length. A visual and tactile examination of the inner and outer lumen and mid-shaft section found no issues with the extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The 75% stenosed and 23mm x 2.4mm target lesion was located in the mildly tortuous and mildly calcified left anterior descending (lad) artery. A 2.50x24mm promus element¿ plus drug eluting stent was advanced to treat the lesion. However, it was noted that the stent was dislodged. The dislodged stent was removed from the patient directly and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that stent dislodgement occurred. The 75% stenosed and 23mm x 2.4mm target lesion was located in the mildly tortuous and mildly calcified left anterior descending (lad) artery. A 2.50x24mm promus element¿ plus drug eluting stent was advanced to treat the lesion. However, it was noted that the stent was dislodged. The dislodged stent was removed from the patient directly and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.